Event description:
It was reported that during an unknown time the mesher doesn¿t cut through in all places. It ¿chews¿ when it¿s supposed to drive the plate forward, and sometimes it doesn¿t grab the plate at all. It feels loose according to the doctor. Patient impact is unknown. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in sweden. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during surgery the mesher doesn¿t cut through in all places. It ¿chews¿ when it¿s supposed to drive the plate forward, and sometimes it doesn¿t grab the plate at all. It feels loose according to the doctor. The graft was used but not fully expanded as planned. There was no harm. There was a minimal delay. The graft was partly damaged and not completely meshed. No additional graft was needed, and no sutures were needed. This was a single event. Due diligence is complete as multiple attempts were made; however, no further information is available. As no additional information is available, we are unable to provide further information.